Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: review of the black box and download history revealed no recorded activity related to the complaint. The battery was not returned with the pump for investigation. On examination there was no damage or evidence of moisture to the battery cap or the battery compartment. On investigation, the pump powered on normally. The pump was exercised for 24 hours with alarms or overheating duplicated. The pumps electrical current and draws were tested to be within specifications. The pump was opened for investigation and revealed no evidence of internal moisture, damage or defect. The complaint of the pump and battery overheating was not confirmed or duplicated during investigation.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump became hot to the touch. The patient confirmed that there was no evidence of moisture of corrosion. The patient also confirmed that there was no damage to the pump casing. The patient confirmed no burn or injury related to the event. This report is made based on the allegation of the pump temperature issue.